Manufacturer narrative:
Additional information: mean and mode used. Publication date used. The devices were not available; therefore, product testing on these actual devices could not be performed. The devices'' identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and iritis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on available information, the root cause of the reported could not be conclusively determined. MFR# reference: (B)(4). Please reference report# 2032546-2021-00015 for reported stent occlusion events. Please reference report# 2032546-2021-00013 for events reported in the istent (gts100) group.

Event description:
The following postoperative events were reported through a review of article (journal pre-proof) titled "matched cohort study of cataract surgery with and without trabecular micro-bypass stent implantation in primary angle-closure glaucoma.¿ reportedly, there were three (3) cases of early postop iop spikes requiring an anterior chamber (ac) tap or medical management. Posterior capsular opacification (pco) was noted in seven (7) eyes, including a rebound iritis observed in one (1) eye within the first postoperative month and was managed with topical steroids. In addition, there was peripheral anterior synechiae (pas) observed over the stents in two (2) eyes; covering both stents in one (1) eye with only one (1) of the two (2) stents covered by pas in another eye. Additional information has been requested. Please see the attached article for further details. This report references reported adverse events.